Event description:
Boston scientific received information that this patient presented to the emergency room with pre-syncopal symptoms. The patient has 3rd degree heart block and device evaluation noted intermittent pacing inhibition which resulted in greater than two seconds of asystole for this patient. Additionally, lead impedance was found to be less than 100 ohms. A lead revision procedure was performed and the lead was removed from service and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.